Event description:
It was reported that, during surgical debridement, the versajet exact assy, 45 degree x 8mm made little blisters on the skin. Patient is (B)(6) baby with 44% burns of boiling water. Skin was extremely red (more than would have been expected). No extra treatment was given: the versajet was discontinued and acticoat was placed on the wound area, which was the plan before the blistering happened. Patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, however the supplied images have been evaluated and confirm the reported event. The instruction for use details how the device can cut soft tissue. Apply only to tissues and debris intended to be excised from the wound. Medical review concluded, a procedural variance cannot be ruled out as a contributing factor to the reported event, which does not represent a device malfunction. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. No further medical assessment is warranted at this time. A documentation review has been conducted, finding no previous complaints of this nature. No historical escalations or manufacturing problems were observed. A review of the device history confirmed that no manufacturing problems where observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.